Manufacturer narrative:
The reported failure of ui_backlight_fail is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo device was returned to the manufacturer service center for evaluation, where the customer¿s complaint was confirmed. During the evaluation an error code in relation to ui_backlight_fail was recorded in the device event log. In conclusion the display board was replaced to address the issue. Additionally, during the evaluation, the technician confirmed the machine flow sensor was contaminated with foreign materials therefore the machine flow sensor was replaced. In addition, the in-line filter, prox in the fio2 supply tubing was partly clogged with dust therefore the in-line filter, prox was replaced to resolve the issue unrelated to the reported malfunction. Due to the required 4-year preventative maintenance, the muffler assembly and air inlet foam filter were replaced. According to the 4-year pm assessment results, the valves and battery were in normal condition, therefore no replacement was required. The software was upgraded to version 1.06.10.00. The device was cleaned, tested, and passed all final testing.